Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the pump powered on with returned battery cap. The battery cap was able to fully tighten and there was no damage to the battery compartment. The black box dates were from 9/22/2014 -10/1/2014 with no evidence of short battery life observed. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Current draws were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on (B)(4) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump was not holding a battery charge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.